Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported that in arcr the device suddenly sparked and burned during its use although it was connected to a hand piece in accordance with the standard technique. It was brand new and the first use when the issue occurred. There was no surgical delay or harm to the patient. The backup device was used to complete the case.

Manufacturer narrative:
The complaint device was received and evaluated. Visual observation of the active tip indicates signs of activation and the manifold between 4 - 6 o'clock positions of the tip shows signs of melting. This damage to the active tip would lead to the reported failure, confirming this complaint. No functional test was conducted to avoid further damage. The IFU states: ¿observe extreme caution when using electro surgery in close proximity to or in direct contact with any metal objects. The majority of arthroscopes and arthroscopic instruments are metal. Do not activate the electrode while any portion of the electrode and the adjacent metal object may result in product damage.¿ touching the tip of the scope during use is contrary to the precautions stated in the IFU and would cause the damage seen on the active tip. Other than this possibility, we cannot determine a root cause. A batch record review has been conducted and the results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed three other dissimilar complaints for this lot of devices that were released to distribution. A supplier CAPA is open to investigate this issue in an effort to determine root cause and to identify appropriate corrective actions. No further action is warranted at this time, however depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).